Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on most mornings with blood glucose of around 32 mg/dl at the time of the incidents. The customer was at 187 mg/dl at the time of the call. The customer used orange juice to treat. The customer experienced symptoms such as sweating. The customer was wearing the insulin pump during the incident. The customer was using auto mode at the time of the incidents. Troubleshooting was completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Pump error alarm was found in the insulin pump history and had constant pump error alarm during the rewind test. The motor may have had and intermittent failure that was not detected during our testing. Motor was tested outside the device and passed. Unable to performed displacement test, occlusion test and basic occlusion test or verify possible over delivery anomaly due to constant pump error alarm. Unit was received with cracked retainer, minor scratched display window and scratched case.